Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the pump had intermittent power issues, the battery compartment was cracked and there was moisture behind the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 27-jul-2018. On investigation, unexplained records of power on reset were observed in the black box data. The battery compartment was confirmed to be cracked and moisture was confirmed behind the display lens. Investigation also noted moisture corrosion inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap securely in place on the pump, the pump powered on with functioning audio tone and vibration features; however, the display screen remained blank. Leak testing confirmed moisture ingress into the pump through the crack in the battery compartment. The pump was opened for further investigation and revealed additional moisture inside the pump on the printed circuit board and other internal components.